Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The procedure went well.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.